Event description:
The customer reported that the insertion device did not fully insert the infusion set into her skin. The customer stated that she ended up in the ER due to the infusion set not being fully inserted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.